Event description:
During an unspecified procedure, the instrument did not advance clips. The surgeon applied another device without patient injury.

Manufacturer narrative:
6/24/97-supplemental report #1 submitted to FDA.